Event description:
I had lasik surgery to correct my vision. I now suffer from extreme severe dry eyes. I use drops every 1-4 minutes in each eye. The surgeon still has me using the sterile drops and has me taking various supplements. He has also permanently plugged my tear ducts. Our monthly bills for drops and supplements! I am also in constant pain. I cannot drive at night or see well at dark. My day activities have been altered drastically. I cannot do so many activities due to eye pain, and needing to stop and use drops every 1-4 minutes. My vision is fuzzy at all times, except for about 5 seconds after administering the drops. I cannot read road signs or see faces. Of course I fear the worst, which is blindness. Because of pain and extreme light sensitivity I have to always wear dark glasses. As far as I can tell from my records, I was never asked or tested for dry eyes prior to the surgery. I thought I was suffering alone until the recent reports have been highlighted. My husband, parents, and relatives are chiropractors. They have me on the best supplements for dry eye, but nothing has helped much. If you know of anything else out there, I would be most thankful for your advice. Respectfully. I don't know the name of the machine used, but the date was 2007.